Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the control body fluid damage, the biopsy inlet t-piece fluid damage, the receptacle fluid damage, the light guide fiber bundle (lcb) fluid damage, the insertion flexible tube (ift) coating damage, the lg prong top broken, the bending rubber perforated, the insertion flexible tube (ift) perforated, the light guide cable buckled, the segment crushed, the lg air/water socket cylinder dirty, the objective lens unit dirty, the lcb distal cover glass dirty, and the lg prong top loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).